Event description:
Balloon angioplasty was performed on the right posterior tibial trunk using a 3-mm nanocross balloon with excellent results. Balloon inflations were then carried out into the right posterior tibial artery. At this point, the wire had tracked into a branch of the peroneal artery parallel to the posterior tibial artery. Balloon dilatations of this small branch were performed, which resulted in a perforation at the distal end of this branch. The patient had a controlled extravasation at the very distal end of this branch. The wire was redirected into the posterior tibial artery. Balloon dilatations of the posterior tibial artery were then performed successfully. The peroneal artery was then rewired and a coronary stent was used to stent across the proximal peroneal artery, in an attempt to jail the small branch and to control the extravasation. This stent was deployed successfully and it helped decrease the extravasation. A decision was made to consider placement of a coil in the small branch, which was extravasating, or to proceed with placement of a covered stent inside the just deployed stent to stop the extravasation. A covered stent was selected, however when angiography was performed, it revealed that the extravasation had stopped completely and the small vessel has sealed itself off. The patient was stable and had no extravasation at the end of the procedure.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional device information has been requested, should it become available, a supplemental report will be submitted.